Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is completed.

Event description:
It was reported that an x-ray revealed this electrode had migrated and was lodged in this patient's breast tissue. The patient was experiencing pain and therefore, a revision procedure was performed and the electrode was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Insulation damage that was identified was the result of the explant procedure. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that that an x-ray revealed this electrode had migrated and was lodged in this patient's breast tissue. The patient was experiencing pain and therefore, a revision procedure was performed and the electrode was replaced. No additional adverse patient effects were reported.